Event description:
Patient was leaving doctor's office when the rear leg of his walker broke. He was thrown against a wall but no injury occurred. He returned home and no medical attention was sought.

Event description:
End user was outside on uneven ground when he leaned on walker and leg broke. No fall or injury.